Manufacturer narrative:
This event is returned at this time based on analysis findings which indicated a reportable event. H3. Product analysis: equipment used: vis m-81805, 203cm ruler m-83360 pin guages m-84080 m-84083 as found condition (condition of returned device): the axium prime devices were returned for analysis within a shipping box, inside of a sealed plastic biohazard pouch, opened individual axium prime inner pouches, inside of individual dispenser coils. No microcatheter was returned. Damage location details: no introducer sheath was returned for assessment. The pushwire was found to be broken off (not returned) with the release wire pulled. The pushwire was found to be bent at ~92.7cm from the proximal end. The axium prime implant coil was found to be broken off and not returned. The shield coil was found to be damaged. Testing/analysis (including sem reports): no testing was able to be performed on the axium prime device due to the damaged condition. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed; however, the event could not be ruled out. The axium prime device was damaged with the pushwire bent and broken, which is indication that the device met resistance. A possible cause for the damage may have been caused during preparation. This was unable to be verified. A few possible causes of ¿coil resistance/stuck in sheath¿ are, but not limited to, overtightening of rhv, improper hubbing technique, and blood in sheath (lack of continuous flush). The cause of ¿coil resistance/stuck in sheath was unable to be determined. The customer¿s report of ¿coil resistance/stuck in catheter¿ was unable to be confirmed. A few possible causes of incompatible catheter, user does not maintain continuous flush, tortuous anatomy and damage or kink to pushwire; however, the root cause of ¿coil resistance/stuck in catheter¿ could not be determined. No microcatheter was mentioned in the procedure, nor were any details provided. Compatibility was unable to be determined. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a apb-1-3-3d-es encountered resistance/was stuck in the sheath. Additionally, 2 apb-1-2-3d-es coils could not be pushed into the microcatheter and encountered resistance in the sheath. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were reported.